Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the anterior leaflet, was due to pre-existing friable leaflets in conjunction with the second clip interfering with the first clip (the complaint device) during an attempt to free from chordae. The reported device damaged by another device (dislodged) was due to troubleshooting maneuvers to free the second clip. The reported tissue injury (anterior leaflet damage) appears to be due to the friable leaflets. The reported unchanged mr by the end of the procedure was related to the slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, and an anterior prolapse. An xtw clip (30717r1109) was inserted and grasping was performed. However, after the clip was closed, a perforation was observed on the anterior leaflet. Therefore, the clip was repositioned and successfully deployed. To further reduce mr, an additional xtw clip (30801r2064) was inserted. However, while grasping, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be retracted into the left atrium (la). During troubleshooting, the two clips came in contact with each other, causing the first clip to detach from the anterior and remain attached to the posterior leaflet (single leaflet device attachment/slda). The physician then attempted to stabilize the slda with the second clip while it was caught in chordae. However, the leaflets were unable to be grasped. It was then observed that one of the grippers was not working. The physician again decided to try and remove the clip from chordae. This time, the clip was successfully removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.